Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 12/01/2024, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim and was reportedly unable/unwilling to answer whether the pump was in modified closed loop. Per documentation, the readings were "low" and the patient's heart was bothering him. He had malaise and checked the bg which showed hypoglycemia. The values were not remembered. He consumed carbohydrates but the cgm remained low. He self-treated chest pain with nitroglycerin. The bg after treatment as close to 400 mg/dl. He went to the hospital and there, the bg was even higher but the cgm was showing low. At the hospital, mi was ruled out and the chest pain was deemed to be from hyperglycemia. He received his routine medication, but wasn't sure if he was given insulin. He stayed in the hospital for three nights and was discharged on the fourth day. The patient mentioned that he had already provided these details when he called right after the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.